Event description:
This is filed to report caused damage to another device. It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. It was noted imaging was difficult. An ntw was inserted and deployed on the mitral valve. It was noted that grasping was difficult as the heart frequency increased to 150 beats per minute (pbm). After deployment, the clip migrated and was not aligned to commissure. It was noted at this time, the clip remained attached to both leaflets. To further reduce mr, an nt clip was inserted. However, while in the left ventricle (lv) the heart frequency increased to 150bpm. It was then observed the nt clip came in contact with the ntw clip, causing the ntw to detach from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). The nt clip was deployed without further issues, reducing mr to a grade of 2-3. After removal of the sgc, a left to right shunt was observed in the septum; therefore, an amplatzer device was implanted to treat the shunt. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional two devices are filed under separate medwatch report numbers.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on this information, the reported device damaged by another device appears to be related to procedural circumstances. A cause for the reported poor imaging and patient effect of tachycardia could not be determined. Tachycardia is listed in the instructions for use (IFU) as a known possible complication associated with mitraclip procedures. There is no indication of product issue with respect to manufacture, design or labeling.b1 - adverse event/product problem updated from "adverse event, product problem" to "product problem".